Event description:
Customer reported problem with insulin delivery. Customer was hospitalized for low blood glucose. Customer also experienced a low of 28 mg/dl. The paramedics were not called and customer was not taken to hospital for this event. Customer is not sure why she is going low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.